Event description:
It was reported by dealer that the (B)(4) concentrator is alarming and red light turned on. Unaware if unit was with client when failed, no other information available. Not sure when last tested.